Event description:
Reprise IV study. It was reported that a cerebral vascular accident (cva) occurred. The patient was enrolled into the reprise IV study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin. A loading dose of 325 mg of aspirin was given the day of the procedure. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post index procedure, the patient was noted to be significantly obtunded with new facial droop and decreased grip strength in their right upper extremity. Code 1 was called immediately in view of post valve implant status. An MRI of the brain was performed which showed acute left mca territory infarct with thrombus in the left anterior and posterior m2 branches with probable slow flow in the left m1. A small recent left cerebellar infarct was also evident. The patient was diagnosed with a stroke of the left mca with re-perfusion hemorrhage. At the time of the event, the patient was on aspirin. The patient was administered narcan and transferred to the interventional radiology department for a thrombectomy. Symptoms were noted to have improved with narcan. A mechanical thrombectomy of an acute left middle cerebral artery thromboembolic occlusion was performed; tici-3 revascularization after 2 passes. Aspirin was temporarily held. The etiology of the stroke was ischemic based on clinical symptoms and imaging. At the time of reporting, the event was considered not recovered. It was further reported that the introducer used was an isleeve introducer and not a lotus introducer as previously reported. In addition, 29 days post index procedure, the patient presented for a follow-up and transthoracic echocardiogram revealed moderate aortic regurgitation. It was further reported that the patient was discharged at rehabilitation or nursing facility 20 days post index procedure.

Event description:
Reprise IV study. It was reported that a cerebral vascular accident (cva) occurred. The patient was enrolled into the reprise IV study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin. A loading dose of 325 mg of aspirin was given the day of the procedure. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post index procedure, the patient was noted to be significantly obtunded with new facial droop and decreased grip strength in their right upper extremity. Code 1 was called immediately in view of post valve implant status. An magnetic resonance imaging (MRI) scan of the brain was performed which showed acute left middle cerebral artery (mca) territory infarct with thrombus in the left anterior and posterior m2 branches with probable slow flow in the left m1 branch. A small recent left cerebellar infarct was also evident. The patient was diagnosed with a stroke of the left mca with re-perfusion hemorrhage. At the time of the event, the patient was on aspirin. The patient was administered narcan and transferred to the interventional radiology department for a thrombectomy. Symptoms were noted to have improved with narcan. A mechanical thrombectomy of an acute left middle cerebral artery thromboembolic occlusion was performed; tici-3 revascularization after 2 passes. Aspirin was temporarily held. The etiology of the stroke was ischemic based on clinical symptoms and imaging. At the time of reporting, the event was considered not recovered. It was further reported that the introducer used was an isleeve introducer and not a lotus introducer as previously reported. In addition, 29 days post index procedure, the patient presented for a follow-up and transthoracic echocardiogram revealed moderate aortic regurgitation.

Event description:
Reprise IV study. It was reported that a cerebral vascular accident (cva) occurred. The patient was enrolled into the reprise IV study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin. A loading dose of 325 mg of aspirin was given the day of the procedure. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post index procedure, the patient was noted to be significantly obtunded with new facial droop and decreased grip strength in their right upper extremity. Code 1 was called immediately in view of post valve implant status. An MRI of the brain was performed which showed acute left mca territory infarct with thrombus in the left anterior and posterior m2 branches with probable slow flow in the left m1. A small recent left cerebellar infarct was also evident. The patient was diagnosed with a stroke of the left mca with re-perfusion hemorrhage. At the time of the event, the patient was on aspirin. The patient was administered narcan and transferred to the interventional radiology department for a thrombectomy. Symptoms were noted to have improved with narcan. A mechanical thrombectomy of an acute left middle cerebral artery thromboembolic occlusion was performed; tici-3 revascularization after 2 passes. Aspirin was temporarily held. The etiology of the stroke was ischemic based on clinical symptoms and imaging. At the time of reporting, the event was considered not recovered. It was further reported that the introducer used was an isleeve introducer and not a lotus introducer as previously reported. In addition, 29 days post index procedure, the patient presented for a follow-up and transthoracic echocardiogram revealed moderate aortic regurgitation. It was further reported that the patient was discharged at rehabilitation or nursing facility 20 days post index procedure. It was further reported that the moderate aortic regurgitation was noted to be paravalvular. No action was taken to treat the event.

Manufacturer narrative:
B5 describe event or problem updated. D4 lot number updated. D4 expiration date updated. H4 device manufacture date updated.

Event description:
(B)(6) study. It was reported that a cerebral vascular accident (cva) occurred. The patient was enrolled into the (B)(6) study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin. A loading dose of 325 mg of aspirin was given the day of the procedure. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post index procedure, the patient was noted to be significantly obtunded with new facial droop and decreased grip strength in their right upper extremity. Code 1 was called immediately in view of post valve implant status. An magnetic resonance imaging (MRI) scan of the brain was performed which showed acute left middle cerebral artery (mca) territory infarct with thrombus in the left anterior and posterior m2 branches with probable slow flow in the left m1 branch. A small recent left cerebellar infarct was also evident. The patient was diagnosed with a stroke of the left mca with re-perfusion hemorrhage. At the time of the event, the patient was on aspirin. The patient was administered narcan and transferred to the interventional radiology department for a thrombectomy. Symptoms were noted to have improved with narcan. A mechanical thrombectomy of an acute left middle cerebral artery thromboembolic occlusion was performed; tici-3 revascularization after 2 passes. Aspirin was temporarily held. The etiology of the stroke was ischemic based on clinical symptoms and imaging. At the time of reporting, the event was considered not recovered.